Event description:
Additional information was received from the healthcare provider (hcp) on 2021-feb-02. It was reported that the cause of the catheter cut and migration was not determined as it was an unexpected finding at the time of the pump. The hcp was unsure if the catheter was cut or migrated out of the patient's cerebrospinal fluid, but noted that they were unable to aspirate the catheter. The patient's rectal issues and pain were resolved after the catheter replacement. The hcp did not believe that the symptoms were related to the catheter, but noted that they were being treated with intrathecal medications. The patient's currently implanted system was reportedly functional and the old pump and the abdominal portion of the old catheter were discarded.

Manufacturer narrative:
Continuation of d10: product ID 8709. Lot# l79680. Implanted: (B)(6) 2000. Explanted: (B)(6) 2020. Product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving clonidine and bupivacaine via an implantable pump for non-malignant pain. On (B)(6) 2021, it was reported that the patient experienced symptoms of pain and "rectal issues" to the point they could not walk their dog without agony. The healthcare provider (hcp) performed an MRI and saw the catheter was "in a different space" and was cut. According to the patient, they were experiencing the symptoms which became "progressively worse in the past year". The patient's pump was replaced due to normal battery depletion on (B)(6) 2020. They ended up replacing the catheter the same day because it was "a mess."